Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a temporary loss of dexcom g7 cgm signal to the ilet, after which blood glucose readings resumed without intervention and the system functioned as intended. Symptoms included no reported clinical effects. Outcomes included no alerts, alarms, or impact to blood glucose management. Investigation included user troubleshooting and education over the phone. Investigation of this case revealed a transient communication interruption between the cgm and the ilet with recovery, consistent with intermittent signal loss without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely transient communication interference.